Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced bradycardia. It was noted that capture thresholds were high and failure to capture was observed on the right ventricular lead. Programming changes were recommended. The patient was admitted into hospital. Micro dislodgement and loss of slack was confirmed. The right ventricular lead was explanted and replaced. The patient was stable before and after the procedure.